Manufacturer narrative:
Ebr submits this report to comply with fd regulations 21 cfr parts 803. Ebr has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, ebr, or its employees that the device, ebr, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Ebr will submit a supplemental report if additional information becomes known.

Event description:
During a wise crt procedure, connection with the system could not be established despite adherence to best practices. Device interrogation revealed a qrs complex consistent with right ventricular (rv)-only pacing, which remained unchanged despite adjustments to co-implant pulse width. Retrospective review of ECG data from one month prior demonstrated similar qrs morphology suggesting that the system had likely not been functioning for at least one month prior to the evaluation. No adverse patient sequelae were reported.

Manufacturer narrative:
The battery (t10940) and transmitter (t02031) associated with this complaint were not returned to ebr for analysis, therefore preventing direct functional testing. However, available programmer logs and battery performance data were reviewed. Analysis of the battery voltage curves remained within expected voltage thresholds as of the last interrogation on august 07, 2024. However, energy consumption modeling revealed that therapeutic output ceased around (B)(6) 2025, despite the battery still reporting 53% erc at the time of the complaint. A 37% discrepancy was identified between modeled and actual energy usage.this mismatch between reported capacity and functional failure suggests abnormal energy loss. The findings are most consistent with a kryoflex feedthrough failure, which can result in premature battery depletion. As model 4100 transmitter was not returned for analysis, the root cause of the reported issue could not be determined. However, the transmitter's serial number falls within the scope of CAPA 22-007 which was initiated to address feedthrough failures.